Event description:
The end user had surgery on her right knee in (B)(6) 2011 over which the aquacel surgical dressing was placed. The end user states she developed pain and swelling over the right knee when she was using the exercise machine. When the dressing was removed there was weepiness and bright redness imprint of the entire adhesive border of the dressing but not in the central part of the dressing. An antibiotic was prescribed. The pt cannot recall the name of the antibiotic.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Additional info was requested but, no further info was available at the time of the report. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Height: (B)(6).